Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the 5c1 mp456 transducer was returned for an electrical shock issue. The transducer passed leakage and hi-pot safety test. The root cause could not be determined. Siemens continues to track and trend any incidents related to this issue. The transducer has been replaced at the site. (B)(4).

Event description:
It was reported that the patient stated she was shocked by 5c1 transducer, sn (B)(6). The probe was immediately removed from service and the exam was completed. Patient stated after the exam there was no resulting injury.

Manufacturer narrative:
This MDR will be supplemented if additional information is received. Reference complaint #(B)(4).